Event description:
The customer reported that the ventilator backup battery was not working. The customer reported that the patient was bagged and the ventilator was switched out with another vent. There was no patient harm.